Manufacturer narrative:
The pushwire, pipeline, and marksman catheter were returned for evaluation and the pushwire was found broken into two segments at approximately 8cm from the bumper; however, the broken distal segment was likely lost during the return packaging. Cross-sectional analysis of the pushwire's fracture surface could not determine the failure mode due to the fracture surface being heavily smeared / deformed; however, fractographic evidence of ductile shear was present.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the pipeline deployment, it was reported that the distal tip coil broke off from the pusher after two rotations of the pusher. The broken distal tip coil was removed with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).